Manufacturer narrative:
Device 2 of 4 initial reporter name and address:(B)(6). Samples are available for evaluation; however, shipping is in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4)

Event description:
It was reported by customer to the distributor that the company's known four dressings had a color change. They were dark in color with points and appeared wet with fungus. However, normally the dressings were light yellow in color. The product was not used. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d9: date returned to mfg was added (samples received on 21 apr 2023). H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: lot 1c04196 was manufactured on 13 apr 2021, in bodolay line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 15 jun 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the related defect can be observed. Samples were received on 21 apr 2023. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following probable causes: method ¿ dirty carts to transport materials ¿ dirty trays ¿ mixers with residues from previous mixtures manpower: ¿ inadequate transfer of materials. Manpower: ¿ inadequate electrocuting lamp maintenance corrective and preventive actions identified will be taken through corrective/preventative action (CAPA) record in database. The investigation has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date, additional patient or event details were received which have been added in h10 (addl mfg narrative).